Manufacturer narrative:
No product was returned for investigation.  The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott the reported pericardial effusion was due a difficult transseptal puncture and patient anatomy. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation and aflutter ablation procedure, a pericardial effusion occurred. Following a difficult transseptal puncture due to the patients rotated anatomy and low fosa ovalis, access was gained and some anatomy was created. The patient became hypotensive. An ice image confirmed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. It was indicated the effusion was most likely caused from the transseptal needle. There were no performance issues with any abbott device during the procedure.